Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro while attempting to cut and cauterize the saphenous vein branches, the customer notice that he was getting intermitted energy while stepping on the bi-polar petal. Customer opened another vh-2400 and was able to complete the case without any injury to the patient.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro while attempting to cut and cauterize the saphenous vein branches, the customer notice that he was getting intermitted energy while stepping on the bi-polar petal. Customer opened another vh-2400 and was able to complete the case without any injury to the patient.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Blood was observed on the bisector blades as well as the cannula. There were no visual defects observed on the bisector blade. A mechanical evaluation was performed. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use (cv000001599). The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The testing above was repeated using the maximum recommended setting of 30 and no electrical failure was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. Based on the results of the evaluation, the reported complaint was unable to be confirmed for ¿intermittent continuity".